Event description:
Blunt dissection to remove catheter's cuff was unsuccessful after multiple attempts. The distal end of the catheter was inadvertently severed. The proximal end of the catheter was clamped with a hemostat. The patient was then transferred to the interventional radiology lab. The patient's neck and chest then re-prepped in sterile fashion. Fluoroscopic imaging revealed an sheared though intact tunneled dialysis catheter. Next, a small incision was made superior to the insertion site. Using sharp and blunt dissection, the catheter was freed and subsequently removed. Manual pressure was held over the right internal jugular vein area until hemostasis was achieved. The small incision was closed with 3-0 vicryl suture. The patient left the ir lab in stable condition. Catheter very floppy and difficult to remove. FDA safety report ID# (B)(4).